Event description:
Reporter indicated that the patient had undergone an explant procedure due to an infection. Later information was received that the patient did not have an infection, but an inflammatory response to the lead extruding from the skin. The device was explanted, but attempts to have the product returned for analysis have been unsuccessful to date.